Manufacturer narrative:
Corrected data: h6- medical device problem code.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances on the leads. Additionally, the patient was unable to set the system into MRI mode due to high impedances. As such, surgical intervention may take place at a later date to address the issue.